Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the insertion of a femoral racon nail (frn), the driving cap broke off at the threads. The threads became stuck within the radiolucent insertion handle. The broken driving cap was manually held in the insertion handle and malleting of the cap continued until the nail was fully seated. There was no surgical delay. No fragments were generated. The procedure was completed successfully. Patient outcome was unknown. Concomitant devices reported: radiolucent insertion handle (part number 03.033.001, lot unknown, quantity 1), impaction instruments: hammer/mallet: trauma (part number unknown, lot unknown, quantity 1), femoral recon nail (frn) (part number unknown, lot unknown, quantity 1). This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).